Event description:
The reporter indicated the surgeon implanted a 12.6mm micl 12.6 implantable collamer lens in the patient's left eye (os) on (B)(6) 2012. The lens was explanted on (B)(6) 2013 due to low vaulting. The lens was exchanged for a longer lens.

Manufacturer narrative:
Pt weight: unk. Date of event: unk. (B)(4). Device evaluated by manufacturer? No. - lens not returned. Evaluation: method: work order search. Results: a lens work order search was performed and no similar complaints were found within the work order. Conclusions: (no conclusion can be drawn): based on the complaint history and work order search, a specific root cause of the event could not be determined. (B)(4). Lens not returned.

Manufacturer narrative:
Method (other): medical review. Results (other): per medical review - reportedly icl (12.6 mm) was explanted/exchanged, approximately eighteen months postoperatively, for a longer icl (13.2 mm) to address "low vault". No reported postoperative sequelae. Given the information that longer lens was implanted as a replacement it is very likely that either patient factor (anatomy issue) or/and procedure factor (pre-op miscalculation) have caused/contributed to the event. Conclusions (no conclusion can be drawn): based on the complaint history, work order search and the medical review, a specific root cause of the event could not be determined. (B)(4).